Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the al326 clip applier misformed clips. The case was completed by using another instrument. There was no consequence to the pt.